Event description:
A report was received that the patient could not move his legs, urinate, or devoid of waste. The patient went to the ER and the trial lead was explanted. The physician indicated that the patient had a subdural hematoma and that it was not device related. The patient was reportedly doing fine.